Event description:
It was reported that there was a left knee revision due to instability.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that there was a left knee revision due to instability.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Inspections were not performed as the doctor kept the devices. No medical records evaluation performed as none were provided. The exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. The reported event regarding instability involving a triathlon insert was not confirmed.